Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that shock impedance measurements on the right ventricular (rv) lead associated with this implantable cardioverter defibrillator (ICD) had been varying for the past year and a half. Values had initially been high and out of range, but recently had increased steadily, with a recorded high measurement of 169 ohms. No therapy has been delivered. Boston scientific technical services (ts) suggested consideration of lead testing. No adverse patient effects were reported. This device remains in service.